Event description:
It was reported the patient hit their head surfing and now when their medication wears off they were worse off than normal. The patient¿s symptoms had returned worse than before their deep brain stimulation surgery. A lead connection check showed that all four contacts were okay. The healthcare professional had the patient increase their medication until they could come in for a thorough impedance check. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0n2nj, implanted: (B)(6) 2014, product type: lead. (B)(4).